Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("endometrial cavity ... Contains a metallic coil consistent with essure coil / the coil is attached to the myometrium"), device expulsion ("endometrial cavity ... Contains a metallic coil consistent with essure coil / the coil is attached to the myometrium"), device breakage ("long thin metallic wire is present in the container presumed part of the same essure coil"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian germ cell teratoma benign ("left ovarian tumor (dermoid)") and cholecystectomy ("removal of gallbladder") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included arthritis, endometriosis, hyperlipidemia and psoriasis. Concurrent conditions included ovarian cyst and chronic cervicitis. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced weight increased ("weight gain"). In (B)(6) 2006, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), ovarian germ cell teratoma benign (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (pelvic surgery/laparoscopic vaginal hysterectomy with left salpingooophorectomy, right salpigectomy) and surgery (oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, device breakage, dyspareunia, menorrhagia, vaginal haemorrhage, dysmenorrhoea, ovarian germ cell teratoma benign, cholecystectomy and weight increased outcome was unknown and the pelvic pain, abdominal pain and vulvovaginal pain had resolved. The reporter considered abdominal pain, cholecystectomy, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, ovarian germ cell teratoma benign, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: in or around (B)(6) 2016, it was determined that plaintiff required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results: on an unknown date hysterosalpingogram test performed. On 16-jun-2016: gross description received in formalin. Labeled "uterus, cervix, left fallopian tube and ovary and right fallopian tube, essure coil" is a hysterectomy specimen with attached unilateral tube and ovary. On the right side only tubal stump is identified. The specimen weighs 199 gram. The uterine dimensions are 9.2 cm. (Superior to inferior) x 6.0cm (cornu to cornu) x 3.2 cm (anterior to posterior) the ectocervical diameters are 3.7 x 25 cm ectocervix is pink and smooth. The cervical os is horizontal slit-like, patente measuring 1.6 x 05 cm. The uterus is bivalved revealing pale tan glistening endocervical canal and red glistening endometrial lining. The endometrium is 05 cm thick. The endometrial cavity is roughly triangular and contains a metallic coil consistent with essure coil. The coil is attached to the myometrium. In addition, a long thin metallic wire is present in the container presumed part of the same essure coil. Myometrium is pink- trabeculated and has average thickness of 24 cm serial sectioning through the myometrium reveals no nodules. The left adnexal structures are attached to the uterine corpus and consist of cystically dilated left ovary and dark red fallopian tube. The ovary is 8.4 x 5 3 x 3 2 cm and appears to have ruptured white cheesy material and fine black hair follicles are oozing through the tear. The white cheesy material is also present in the container sectioning through the cyst reveals pink smooth cyst wall with thickness of 0 1 to 0.3cm definite solid areas not identified representative cyst wall is submitted in blocks 5, 6 and 7 left fallopian tube is stretched over the cystically dilated ovary and is red. Measuring 5,5 cm. In length the diameters are oa x 07 cm. Fimbrlal end is present. No paratubal cysts are identified. On the right side, only a tubal stump is present measuring 0.9cm, in length and 0 5 cm in diameters. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, dyspareunia, dysmenorrhea, ovarian germ cell teratoma benign, embedded device, device expulsion, device breakage. Most recent follow-up information incorporated above includes: on 27-mar-2018: pfs and mr received - new events "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), left ovarian tumor (dermoid), abdominal pain and removal of gallbladder" were added. Events added per mr: embedded device, device expulsion, device breakage. New reporters were added. Lab data was added. Historical conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("endometrial cavity ... Contains a metallic coil consistent with essure coil / the coil is attached to the myometrium"), device expulsion ("endometrial cavity contains a metallic coil consistent with essure coil / the coil is attached to the myometrium"), device breakage ("long thin metallic wire is present in the container presumed part of the same essure coil"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian germ cell teratoma benign ("left ovarian tumor (dermoid)") and cholecystectomy ("removal of gallbladder") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included arthritis, endometriosis, hyperlipidemia and psoriasis. Concurrent conditions included ovarian cyst and chronic cervicitis. Concomitant products included simvastatin (zocor) and varenicline tartrate (chantix). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced weight increased ("weight gain"). In (B)(6) 2006, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), ovarian germ cell teratoma benign (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full), oophorectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, device breakage, dyspareunia, menorrhagia, vaginal haemorrhage, dysmenorrhoea, ovarian germ cell teratoma benign, cholecystectomy and weight increased outcome was unknown and the pelvic pain, abdominal pain and vulvovaginal pain had resolved. The reporter considered abdominal pain, cholecystectomy, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, ovarian germ cell teratoma benign, pelvic pain, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: in or around (B)(6) 2016, it was determined that plaintiff required surgical intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Diagnostic results: on an unknown date hysterosalpingogram test performed. On (B)(6) 2016: gross description received in formalin. Labeled "uterus, cervix, left fallopian tube and ovary and right fallopian tube, essure coil" is a hysterectomy specimen with attached unilateral tube and ovary. On the right side only tubal stump is identified. The specimen weighs 199 gram. The uterine dimensions are 9.2 cm. (Superior to inferior) x 6.0cm (cornu to cornu) x 3.2 cm (anterior to posterior) the ectocervical diameters are 3.7 x 25 cm ectocervix is pink and smooth. The cervical os is horizontal slit-like, patente measuring 1.6 x 05 cm. The uterus is bivalved revealing pale tan glistening endocervical canal and red glistening endometrial lining. The endometrium is 05 cm thick. The endometrial cavity is roughly triangular and contains a metallic coil consistent with essure coil. The coil is attached to the myometrium. In addition, a long thin metallic wire is present in the container presumed part of the same essure coil. Myometrium is pink- trabeculated and has average thickness of 24 cm serial sectioning through the myometrium reveals no nodules. The left adnexal structures are attached to the uterine corpus and consist of cystically dilated left ovary and dark red fallopian tube. The ovary is 8.4 x 5 3 x 3 2 cm and appears to have ruptured white cheesy material and fine black hair follicles are oozing through the tear. The white cheesy material is also present in the container sectioning through the cyst reveals pink smooth cyst wall with thickness of 0 1 to 0.3cm definite solid areas not identified representative cyst wall is submitted in blocks 5, 6 and 7 left fallopian tube is stretched over the cystically dilated ovary and is red. Measuring 5,5 cm. In length the diameters are oa x 07 cm. Fimbrlal end is present. No paratubal cysts are identified. On the right side, only a tubal stump is present measuring 0.9cm, in length and 0 5 cm in diameters. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, dyspareunia, dysmenorrhea, ovarian germ cell teratoma benign, embedded device, device expulsion, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dyspareunia ("pain during intercourse") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced dyspareunia (seriousness criteria medically significant and intervention required) and weight increased ("weight gain"). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms). At the time of the report, the dyspareunia and weight increased outcome was unknown. The reporter considered dyspareunia and weight increased to be related to essure (ess205). The reporter commented: in or around (B)(6) 2016, it was determined that plaintiff required surgical. Intervention to address her complications. At that time, she underwent a pelvic surgery to try and alleviate the symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.